Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-02886, related manufacturer reference number 3006705815-2023-03677. It was reported patient experienced pain at ipg site. During the ipg replacement on (B)(6)2023, system diagnostics recorded high impedances and a slight fracture on one lead. As a result, surgical intervention was undertaken wherein the leads and ipg were explanted and replaced. Effective therapy was restored post operatively.